Event description:
It was reported to covidien on (B)(6) 2012 that a customer had and issue with an insulin safety syringe. The customer reports the safety shield device failed and it resulted in a dirty needle stick. After injecting the pt the nurse pulled down the safety shield and it came off the syringe resulting in a needle stick. The nurse followed the protocol and lab work was completed.

Manufacturer narrative:
Submit date: (B)(4) 2012. An investigation is currently underway. Upon completion, the results will be forwarded.